Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2158-70 serial # (B)(4) description: enhanced p3a 70cm lead.

Event description:
A report was received that the patient underwent a lead revision due to the leads being too close to the skin. The leads were buried deeper. The patient is reportedly doing well.